Event description:
It was reported that pump battery depleted too quickly but did not cause pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer was asked to upload pump logs for battery use review, and technical support planned to follow up after reviewing information.